Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-20186. It was reported the patient's occipital leads (off-label) had migrated. As a result, surgical intervention will be taken at a later date to address the issue. The patient has 4 leads. Three of them have the same lot number. It is unknown which one is related to the issue. Therefore, all of them are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.